Event description:
The customer reported being hospitalized with a blood glucose reading of 268 mg/dl. The customer had been experiencing high blood glucose levels for the past two days, and was feeling dizzy prior to the hospitalization. The customer also reported no delivery alarms. The infusion set was removed, and the cannula was not bent. The customer stated that her health care professional felt the insulin pump should be replaced. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A further analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.